Manufacturer narrative:
This medwatch report is being voided as it is a duplicate of medwatch report #: 2210968-2016-05203. Please see medwatch report # 2210968-2016-05203 for all information regarding this event.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, the plastic tip of the device fell off and was removed from the patient, with the instrument. Another like device was used to complete the procedure with no patient consequences reported.